Event description:
Pt came to the ed stating his defib went off twice around 1730. Today denies sob and chest pain. EKG done at 1916. Dates of use: 2005-2008. Diagonsis or reason for use: ventricular tachycardia. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.